Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Code for blurry vision was missed in original MDR. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with wrinkled flap edge in the right eye corneal temporal, two days post treatment. A flap left and rinse was performed. Oral steroid (duresol) was prescribed. The patient had stated that they can see muc better, but the right eye was a bit "fuzzy". There was no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
Device available for evaluation: yes. All pertinent information available to abbott medical optics has been submitted.